Event description:
An issue was reported when the caller was updating time, personal profile, or biq/ciq settings, which caused the customer's blood glucose (bg) to display a "high" value. There was no adverse impact to the customer¿s blood glucose level. The caller addressed the high bg by counting carbs, and no third party assistance was needed. Technical support (cts) assisted the caller in updating correction factor and carb ratio settings as desired and advised checking in with the customer¿s healthcare provider whenever settings are updated, which the caller understood and acknowledged.